Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon retrieval strings were missing on three tampons from the same package. The tampons were manually removed without the need for medical assistance. No consequences reported.